Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery using pod coils and a non-penumbra microcatheter . It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance as soon as a pod coil was advanced into the microcatheter. The physician continued to advance the pod coil against resistance and, subsequently, the coil became stuck mid-shaft. Therefore, the pod coil was removed. The procedure was completed using another pod coil, seven pod packing coils (pod pcs), and the same microcatheter. There was no report of an adverse effect to the patient.